Event description:
The customer complained of a suspected positive biological indicator. The lead was not recalled and the instruments in the loads of the event were used on patients and no incidents have been reported.